Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER reporting shocks. There were no shocks recorded by the device indicating that hvt was delivered and there were no vt/vf episodes. The device recorded no electrical anomalies. Sensed noise was reproduced on the rv lead with isometrics. No changes were made. The physician will follow the patient and device.